Manufacturer narrative:
On 07 november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor showed no chemical malfunction. A further review of the in vivo data analysis showed depressed signals which likely contributed to the inaccuracies observed by the user. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 04 feb 2026. G3.date received by the manufacturer? 04 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.